Event description:
Patient reported an occlusion alert. A system check was performed and passed successfully. Infusion set lot number: 6005492. Patient was unable to confirm whether the infusion site was damaged and had difficulty identifying the cannula. Patient agreed to change the infusion set site independently. During the event, blood glucose was elevated to 383 mg/dl for approximately one hour. No backup therapy was used, and no ketone testing was performed. Patient did not suspend insulin delivery and did not receive professional medical intervention or assistance. No immediate health effects such as dizziness, loss of consciousness, or dka were reported.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.